Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia system generated alarms for high airway pressure during patient treatment. The inspiratory pressure transducer board was identified to have an offset outside allowed limits. The pressure transducer test failed due to an inspiratory pressure transducer zero pressure offset drift. The anesthesia system also generated technical error codes indicating a pressure transducer issue. The inspiratory pressure transducer board was replaced. The inspiratory pressure transducer pc board was received and tested. The reported issues could be reproduced. The received logs confirms the reported issues. Measurements was conducted which revealed a slightly imbalanced pressure sensor. The pressure sensor was replaced, after which the all test passed. Our conclusion is that the pressure sensor was broken and thus causing the reported issues. The true root cause of why the pressure sensor broke has not been determined.

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacturer date were required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20 anesthesia system d4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520 d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #: (B)(4).h4 ¿ manufacture date - previous manufacturing date: 10/14/2020, corrected manufacturing date: 07/01/2020

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system generated alarms for high airway pressure during patient treatment. There was no patient harm. Manufacturer's reference number: (B)(4).